Event description:
It was reported that the patient reported that an infusion set fell off during use on (B)(6) 2026 and it has been in use for about one to two days.

Manufacturer narrative:
Initial 3 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.